Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse powered instrument down, verified power plug and power supplies, removed top and rear panels, checked event log, performed a smell test around the instrument. No issue was detected. System is operating acceptably now. Beckman coulter systems have the (B)(4) approvals which means the systems meet the electrical safety standards, are made of materials that will not support or sustain combustion, and are self extinguishing.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated they noted a sparking noise and a burning smell on unicel dxc 800 synchron clinical systems. Customer did not see smoke or fire. Customer shut down the instrument and unplugged the power cord. No operator exposure was noted.